Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the osseointegration failure of the dental implant. No further information was provided. Bone graft was executed. No further information was provided.